Manufacturer narrative:
H4: the lot was manufactured between july 13, 2023 ¿ july 15, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The device contained the drug fluorouracil. The expected therapy time was 48 hours; however, after 48 hours, the elastomer still contained more than fifty percent of the drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.